Event description:
It was reported that the patient developed symptomatic bradycardia. The right ventricular lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.